Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post-implant, the lead dislodged. During the revision, the electrode tip was found to be slightly deformed. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.